Event description:
A dental assistant experience a severe reaction to a natural rubber latex examination glove. Initial symptoms were pruritis, redness and swelling of the hands. The reaction progressed and symptoms included: shortness of breath tightness in throat, and eye irritation.the dental assistant was taken to a nearby physician who administered an injection of epinephrine and recommended powder free gloves.